Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skived material was noted at the distal end of the dilator, which is consistent with the reported needle insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. It was reported that the stylet was not used. The swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the needle insertion difficulty is consistent with not following the instructions for use.

Event description:
This report is to advise of skiving noted during analysis of the sheath.